Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had loop leak every two hours during use on patient. No patient harm and injured.

Manufacturer narrative:
Due to character limit in e1 telephone is as follow (B)(6). Updated fields b4 d9 g3 g6 h2 h6 type of investigation findings investigation conclusions h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that the pneumatic module was faulty. Therefore, the fse replaced the pneumatic module assembly rohs d997001178. After the repair the unit passed all factory specified performance and safety tests. The failure analysis and testing department received part number 0997001178 pim pneumatic interface module sn (B)(6) with a reported unit failure of frequent iab loop leakage occurs during use. The fat dept performed a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department installed pn 0997001178 pim pneumatic interface module sn (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual number 0070000639 revision r. The failure analysis and testing department verified the failure of leakage in the pim leak diff prs 15 mmhg. The pim failed all manifold tests on the patient interface module side. Retaining the pim in fat department per procedure (B)(4) rev au.